Event description:
Healthcare professional reported ¿left side "rupture", "breast lump¿ or ¿thickening¿, ¿intermittent generalized pain", "breast pain", ¿snowstorm appearance representing free silicone is present in the left lower outer quadrant at 5-6 o'clock in the inframammary ridge, corresponding to the palpable abnormality." Device remains implanted.

Manufacturer narrative:
Continued e.1 phone number: (B)(6). A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.